Manufacturer narrative:
The insulin pump was unable to prime during the priming test and motor error alarm during the basic occlusion test due to loose drive support disk. The motor passed the motor test and there was no compromised force sensor system error alarm. The insulin pump had minor scratches on the lcd window, cracked case near the display window corners, cracked battery tube threads, cracked broken belt clip slot and cracked reservoir tube lip.

Event description:
Customer reported via phone call prime anomaly on their insulin pump. Customer's blood glucose level was 103 mg/dl. Customer advised insulin squirts out everywhere during manual prime process. Troubleshooting for the prime rewind was performed. Customer is receiving a compromised force sensor system error alarm. Customer advised they are stuck in preparing to prime loop. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.